Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer taking a charge following a non device related procedure. It was also stated that the patient was experiencing painful shocking sensation at the ipg site while attempting to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.